Event description:
Customer's family member reported that customer was hospitalized due to dka. Unable to complete troubleshooting. Customer was instructed to monitor blood glucose levels; explained to customer the 2 high blood glucose rule and instructed to call back for high pressure test when clamp arrives.